Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: unk. According to the reporter: the device jammed on the tissue. There was minor tissue damage, but repairable, the device was excised and not reapplied. Operating room time was not extended longer than 30 mins.